Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted an implantable collamer lens into the patient's left eye (os). The surgeon reports the patient has normal iop; open angles; 20/20 and 20/40 refractions; but the patient has high vaulting. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.